Manufacturer narrative:
In response to FDA report number mw5088579. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported via regulatory agency "bakers 4 capsular contracture on the left side confirmed after months of pain." Device was explanted.